Event description:
This pt was admitted with a failed left total knee replacement secondary to stem fracture. Stem excised and revised. Unable to identify MFR of hip prosthesis. Pt did not have hip replaced (originally) at reporting hospital.